Event description:
The stored data sheets of a cycler that was returned to the manufacturer were retrieved in 2006. A large drain volume of 3,281 ml was noted in one of the ccpd treatments. This drain volume is 182% of the prescribed fill volume of 1,800 ml. The patient had called in 11/05 stating that she was running out of fluid and wanted to known the possible causes. Patient was contacted and reported no serious injury or complication.